Event description:
I would like to report an issue with dexcom cgm device for diabetics. I inserted a new sensor on (B)(6) because my previous sensor was up. Upon inserting the sensor, the wire was sticking out of the whole of the top of the sensor. I had this happen before and the sensor will not work. I removed it and inserted another sensor from my 90-day supply & filled out an online form for a replacement. I gave them all of the info including the serial number. I received an email from dexcom stating I need to call their customer support which I did. They told me they weren't sure why I got the email since I supplied all of the info and stated I would receive an email with confirmation for a new sensor shortly. I never did so I went on the online chat on (B)(6). I was on chat for over an hour and they stated I would receive an email with the info for a replacement. I shortly got an email stating they would not provide a replacement due to not having the right info. I called customer support again and the lady told me it was no issue. I asked for a supervisor and spoke to carol. She said my account was flagged because we have multiple people in our house wearing a dexcom. I explained to her that our whole household is diabetic and that I needed the replacement for my pump to work and that I would fall short. She put me on hold for 45 minutes and hung up. I called again and spoke to her, and she said it was a red flag again & that we were trying to scam them out of a new sensor and that I can just take one of the other people in my house sensors. I told her that doesn't work, that if I did that then one of us will fall short and explained again that my insulin pump will not work without a sensor. And explained that the sensor was defective and that I provided all of the info. She said she believed me, but she would only send a replacement this time. I even offered to send the defective sensor back which they declined. I think it is horrible customer service for dexcom to say to take someone else's prescription. The product is also faulty about 50% of our sensors have been defective in the last 2 months with the wire sticking out. Something needs to be done, and these needs addressed. Patient code: 1905. Device code: 2588; 2978. Reference report#: mw5183113.